Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts on the fifth row from the proximal end of the crimped stent were damaged with stent struts lifted upwards from the stent profile. This type of damage is consistent with the stent encountering resistance in an attempt to advance the device. The bumper tip of the device showed no signs of damage. The device was returned with the stent protector covering the stent. The product mandrel was also returned and the pigtail end was pushed proximally through the distal end of the stent protector. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 3.00x38mm promus element long drug-eluting stent was advanced but was unable to cross the lesion. With the force applied while trying to cross the lesion, the stent was deformed. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 3.00x38mm promus element¿ long drug-eluting stent was advanced but was unable to cross the lesion. With the force applied while trying to cross the lesion, the stent was deformed. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.